Event description:
Customer reported device leaks and continuously alarms. Attempts made to obtain further info and clarification of pt involvement and or clinical use have been answered with conflicting responses. Decision was made to submit MDR based on the assumption that device was used clinically and/or involved in a pt injury.

Manufacturer narrative:
Received conflicting info received as to whether device was involved in a clinical setting and/or resulted in a delay of treatment due to the reported failure. Attempts made to clarify use and pt involvement from customer have not been successful. Decision was made to submit MDR based on the assumption that device was used clinically and/or involved in a pt injury. Will provide further info when available.